Event description:
It was reported to globus that a removal surgery for a secure c implant was done (B)(6) 2015. The patient was having pain in right arm, and surgeon removed the secure c implant.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material record, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. Upon evaluation, dimensional measurements per inspection sheet were confirmed to be within specifications. Evaluation on the endplate assembly elicits no major damages, fractures, or signs of any failure. The bearing surface of the endplates were clean with a polished appearance overall. Scratches were on the bearing surfaces and non-bearing flange regions of both endplates. On the bony apposition side, scratches were observed on the anterior aspect of endplate with loss of the plasma spray. Bony remnants were observed on the apposition sides of both endplates. Based on the reported information the cause of the removal is not related to implant function. The secure-c implant is comprised of two parts, i.e. Part number 714.206s secure-c endplate assembly, and part number 414.207s secure-c core. These two parts combined make up the secure c implant.